Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A german distributor contacted zoll customer support to report that a (B)(6) female patient was treated. The distributor reported that the patient was at the hospital at the time and a nurse and doctor were present. They reported that the patient was conscious and pressed the response buttons repeatedly. Because of the ongoing alarms the patient panicked and the physician decided to sedate the patient and then the device treated the patient. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Svt at 152-163 bpm contributed to the false detection. The response buttons were pressed intermittently more than a minute before the treatment, but not immediately prior to the pulse delivery. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 05/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.